Event description:
Clinical study: it was reported that 317 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) to alleviate in-stent restenosis. The patient was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (10 mm long) was identified in the proximal rca with 95% stenosis and a 4.0mm reference vessel diameter. The lesion was moderately calcified. Target lesion 1 was treated with predilatation and placement of a 3.0x16mm taxus stent. Residual stenosis was 20% after post dilatation. The pt was discharged one day post index procedure on asa and plavix. The patient presented 308 days post index procedure with recurrent exertional chest discomfort occurring once or twice a day. The pt decided to proceed with cardiac catheterization. ECG 317 days post index procedure showed normal sinus rhythm and left bundle branch block. Coronary angiography, later that day, revealed that the lmca was normal, the lcx had no evidence of disease, and the ef was 65%. The lad was not calcified, had minor luminal irregularities, and 20-25% "nonobstructive" ostial stenosis. The rca was not calcified, had minor luminal irregularities, discrete 85% proximal in-stent restenosis, and 50% mid in-stent restenosis. A 3.5x18 mm cypher stent was deployed in the proximal rca 317 days post arrive 2 enrollment. Residual stenosis was 20%. The pt was discharged one day post tvr on asa and plavix. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent.